Manufacturer narrative:
Technical support informed that prog iii is required so will send prog iii. Repeated calibration and controls are in range. The probable cause of the event was incorrect calibration. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported on the aia-360 sn# (B)(4), that controls are high with br 40330 and prog iii. Acct calibrated with prog ii calibrator lot 69. The reported issue with their aia-360 instrument has the potential for causing a delay in reporting of patient results for prog assay. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.